Event description:
It was reported that the customer died in a car accident. The customer's blood glucose reading at the time of death was not known. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications. See scanned page.